Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash under the therapy electrodes of the lifevest. The patient went to the hospital and was given (B)(6). The patient reported that she has a history of metal allergies. The patient ended use of the lifevest. Follow-up indicated that the rash had healed.